Event description:
The patient reported their blood glucose (bg) level reached 278 mg/dl, while wearing the pod between 37 and 48 hours. They reported receiving a "transmitter not found" message, which indicates a loss of communication between the pod and the continuous glucose meter (cgm). They reported this issue was resolved, however, they later received a communication error between the pod and the controller. This led the patient to remove the pod from the infusion site (abdomen). The patient reported when the pod was removed, they found redness on their skin and the pod's cannula was found to be bent. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: unavailable omnipod software app version: unavailable smartphone operating system: unavailable smartphone hardware: unavailable cgm sensor type: unavailable. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.